Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. The initial erroneous result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Two levels of qc (qc) were within specs prior to and on the day of the event. The customer performed a low level accutni qc precision run on both instruments. Qc mean values of 0.20 ng/ml were obtained with one replicate yielding a test result of 0.68 ng/ml. On (B)(4) 2009, the field svc engineer evaluated the analyzer and identified a broken wash arm lead screw. On (B)(4) 2009, the fse identified event log messages indicated wash arm failures were obtained. Replaced lead screw. Verified repair per established procedures and results met published performance specs. Root cause was not determined. The wash arm failures due to the broken wash are lead screw could have been a contributing factor. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.